Event description:
It was reported that the ventricular lead's sensing and pacing values had changed. An insulation anomaly was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that all five filars of the proximal coil were fractured at 30.5 cm from the connector pin and the distal insulation was damaged at the same area as a result of clavicular crush. The fractured proximal coil and damaged distal insulation would account for the reported capture and sensing anomalies.